Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported the device detected ventricular fibrillation (vf) due to double counting of the qrs, and it detected the rhythm as supra ventricular tachycardia (svt) when there was ventricular tachycardia (vt). The patient received inappropriate therapy due to double counting of the r wave which resulted from inappropriate detection of ventricular fibrillation. The device detected supra ventricular tachycardia when there was ventricular tachycardia and the patient did not receive therapy. During an episode of fast vt, therapy was delivered. It was also reported the atrial lead impedance suddenly increased and was high. Of note, it was determined there were morphology changes during the vt, measurements suggested the r waves were low and fluctuating, and the high voltage impedances were decreasing. The device was removed, replaced and relative the leads, re-programming was applied to the defibrillation lead and both remain in use. No further patient complications have been reported as a result of this event.